Manufacturer narrative:
Manufacturing site: (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date of this report and the date received by the manufacturer were considered the date the device returned. The reported sion blue guide wire was returned for evaluation. Its coil wire was elongated for approximately 65mm from the mid solder that was originally located at 20mm from the tip. Under the elongated coil wire, the fractured core was exposed. The ball tip remained attached on the distal end of the elongated coil wire; the coil wire remained in one piece. Microscopic observation revealed that the fracture site located at the distal end of the inner coil wire. Core composing twist wire and straight core wire were fractured at the same location. There was a bend of the inner coil wire and its coil pitch was widened due to accumulated torsion. On the distal side of fracture, the twist wire was found distorted and the straight core wire was bent distal to respective fracture end. Scanning electron microscopy revealed that the core wire was twisted and bent at the fracture end. Measurement of the core length suggested that the guide wire was returned in its entirety. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that unidirectional rotations were applied on the guide wire likely when the wire tip was being temporally trapped in the calcified lesion. When torsion generated with wire manipulation accumulated and exceeded the product design limit, it made the core to become twisted off. Tensile stress generated with wire removal likely stretched the coil wire. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. [Warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. [Warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that a pci was performed to treat a heavily calcified 60% occlusion in the rca. An asahi sion blue guide wire was used during the procedure and it became deformed into a loop. The guide wire was removed immediately after deformation was observed. No additional treatment was performed associated with wire deformation. The patient health condition has been good after the pci.